Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Nothing further reported.

Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.